Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (1.5 grams, intraperitoneal and frequency was not reported), gentamycin injection (20mg, intraperitoneal and frequency was not reported) and fortum injection (1 gram) as treatment for peritonitis. At the time of this report, the patient has recovered. Pd therapy was ongoing. No additional information is available.